Event description:
Product analysis was completed on the serial cable on (B)(6) 2015 and a disconnected wire connection was found in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Event description:
It was reported that the physician's tablet was "glitching" and saying retry over and over. He used another tablet in the hospital which worked for the patient without difficulty. The therapeutic consultant visited the site the message that was observed was unable to establish communication/retry. She connected the physician's wand/serial cable to her tablet and got the same message. The tablet wasn't plugged in. The 9v battery in the wand was tested and the power light stayed on for 25 seconds. She didn't change out the serial cable because the patient was there and they didn't have time to fully troubleshoot the device. She used her programming system to program the patient. Further troubleshooting was later done and the consultant changed out the usb cable which seemed to correct the issue. The usb cable was returned for product analysis on (B)(6) 2015. Product analysis is still underway and has not yet been completed.